Manufacturer narrative:
B3: the actual event date is unknown, therefore 27-sep-2024 is used as the event date. H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoleak, pseudoaneurysm, aortic expansion (e .g ., aneurysm, false lumen, landing zone, lesion). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2022, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6) 2022, the patient underwent an endovascular treatment of a thoracic aortic aneurysm using two gore® tag® conformable thoracic stent graft with active control system (tgmr373710j and tgm343415j). Tgmr373710j was implanted distally. A gore® viabahn® endoprosthesis with heparin bioactive surface was implanted in the superior mesenteric artery using a sandwich technique. On (B)(6) 2024, a reintervention was performed to treat the impending rupture of the descending thoracic aortic aneurysm due to a distal type I endoleak from the gore® tag® conformable thoracic stent graft with active control system. And a proximal type I endoleak from the gore® excluder® aaa endoprosthesis. A gore® viabahn® endoprosthesis with heparin bioactive surface was implanted in the left renal artery and the right renal artery. A gore® tag® conformable thoracic stent graft with active control system was implanted to connect the previous implanted gore® tag® conformable thoracic stent graft with active control system and gore® excluder® aaa endoprosthesis (trunk ipsilateral leg). Above events were captured in medwatch report number and 2017233-2024-04753 and 3007284313-2024-03135. On an unknown in 2024, during follow-up, a pseudoaneurysm at the proximal end of the initial implanted gore® tag® conformable thoracic stent graft with active control system (tgm343415j) was observed and it was also confirmed that the descending aortic aneurysm was enlarged due to a proximal type I endoleak. On (B)(6) 2024, a reintervention was performed. A gore® tag® conformable thoracic stent graft with active control system was implanted proximally. It was confirmed there was not endoleak and the procedure was concluded. The physician stated that a proximal stent-graft induced new entry might occurred because the vessel condition was not well. The physician also said that the proximal end of the initial implanted gore® tag® conformable thoracic stent graft with active control system might have not secured the sealing with the vessel wall because the entire descending aorta might have become enlarged due to that the device which was implanted distally at the initial procedure was oversized because of using the sandwich technique.